Manufacturer narrative:
A third-party service agent performed an evaluation of the customer¿s device and was able to duplicate the issue. The technician replaced the lid to solve the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that their device would not power on. In this state the device may not be able to deliver defibrillation therapy, if needed.there was no patient use associated with the reported event.

Manufacturer narrative:
Section h6 result code grid of initial MDR indicates: electrical/electronic component problem identified. Section h6 result code grid of initial MDR should indicate: mechanical problem identified.

Event description:
The customer contacted stryker to report that their device would not power on. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.